Event description:
It was reported that an unexpected reset occurred. Reportedly, the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level of more than 900 mg/dl. The healthcare provider identified a high level of ketones that were considered life threatening. The customer was unsure of what treatment was used to address the elevated bg. Customer was discharged 9 days later, (B)(6) 2026 with the issue resolved and no permanent damage. The customer reverted to manual injections for insulin therapy.